Manufacturer narrative:
Continuation of d10: product ID {evolutfx-26}; product lot/serial number (B)(6), product type: {0195-heart valves}; implant date (B)(6) 2024, explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, upon body movement, bleeding was noted at the access site where the vascular closure device had been placed. Surgical intervention was required to treat the bleeding and obtain hemostasis. No additional adverse patient effects were reported.

Event description:
Additional information was received that the right side was used as the access site, and the injury occurred on the right side. The minimum access diameter of the access vessel was 6.3 by 7.2 millimeter¿s (mm). Per the physician, the non-medtronic (perclose) closure device caused the injury, and the delivery catheter system (dcs) did not cause or contribute to the injury. It was further reported that the patients leg anatomy contributed to the injury. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.